Manufacturer narrative:
(B)(4): unknown as the lot and serial numbers were unknown. A review of the device history record could not be completed because the batch/lot # was not provided. The results of this investigation are inconclusive because the aso was not returned for evaluation. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
Six months post-implant, a 15mm amplatzer septal occluder (aso) was found embolized in the infrarenal aorta. The aso was surgically explanted. Additional information is not available and is not anticipated.